Manufacturer narrative:
Patient age: over 18 years old. Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The complete total occlusion lesion being treated was located in previously placed stent in the circumflex (lcx). After using a crossboss crossing catheter and a non-bsc guide wire a small vessel perforation was noted in the proximal section of the lcx. The lesion was treated with a balloon. No further patient complications were reported and the patient's status is stable and fine.